Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was in clinical use at the time of the event. Customer was using the wired footswitch to complete the procedures. The philips field service engineer (fse) inspected the system onsite and confirmed that the footswitch malfunction. Upon functional testing, the fse found that pins at wireless footswitch for charge were broken. To resolve the reported issue, the fse replaced the wireless footswitch charger and the wireless footswitch. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. Philips assessed this complaint as not reportable because the wireless footswitch will provide a visual indication of the charge level so that the user will know about the charge level prior to use. The instructions for use include indications to check that the wireless foot switch functions with the system and specifically to ensure that the wireless footswitch has sufficient charge. It also describes the battery indictors and what to do in case the battery is depleted. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the footswitch was defective. No harm was reported to philips. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.